Event description:
Customer reported video brightness and contrast are not stable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the video controller and reloaded the system software. System operates as intended.